Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal circumflex artery. Two synergy drug-eluting stents were implanted at the target lesion. Intravascular ultrasound was performed and revealed good apposition of the stents. The 2000-3000 units of heparin was given and the procedure was completed. However the patient complaint of chest pain. Angiogram was performed which revealed that one of the synergy drug-eluting stent had thrombosed.